Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during service / maintenance, the bronchovideoscope, had an error code 315 (non-compatible endoscope). There were no reports of patient involvement.